Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported corneal flap thickness got thinner over a coarse of several surgeries. A company clinical application specialist (cas) noted that after three cases the procedure room was heating up and air conditioning kicked on. As the room cooled quickly the flap thickness got thinner. Upon follow up, no patient harm reported, all procedures were completed with no intervention required.

Manufacturer narrative:
The field service engineer (fse) went on site and evaluated the system due to the reported event. Through subsequent communication with the fse, both room temperature and laser were within specifications upon arrival. The laser system was located below the air conditioning vent. Per the fse, cold air directly blown over the laser engine could cause thin flaps as wavelength of the laser may vary slightly due to temperature shifting. As preventative measures, the fse moved the laser several feet in the surgical room, so that air handling vent wasn¿t flowing cold air directly over the engine. Per the fse, no other related issues were reported thereafter. As the laser system and room temperature were found to meet specifications upon the arrival of the fse, there was insufficient evidence that would clearly indicate that the laser or room temperature contributed to the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).